Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's father reported the patient developed an abscess at the sensor insertion site. On (B)(6) 2019, he was prescribed antibiotic cream and ichthyol cream to treat the abscess and was doing ok after the treatment. The event occurred 6 days after the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.